Manufacturer narrative:
Patient code (B)(4) is no longer applicable to this event.

Event description:
Additional information from the hcp reported the kidney stones were unrelated to the stimulator. They further mentioned they did not treat the patient for their kidney stones.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had kidney stones and an infection and hematoma caused by the kidney stones. They healthcare provider (hcp) didn't really say if it was related to the device or therapy, they just knew the patient had kidneystones. The hcp told the patient is was okay to have an e-wall/lithotripsy and kub x-ray. The patient did not want to get a stent because of the gastroparesis it could cause more of an infection. The patient was on antibiotics. They were hurting so badly and it felt like glass and they were so nauseous. The patient further stated that they had kidney stones and one was stuck in the urethra duct area and was too big to pass by itself and ended up starting an infection. The hcp wanted them to get the kub xray to see the location of the stone because they had a stone infection. The hcp did an ultra sound and found a stone on the left side which was the same side the device was on. The patient was hurting on their right side so they had two stones. They stated that they had stones prior to getting the device and they were in so much pain. Their stomach was also "killing" them and they had a hematoma in their urine. They had 8 stones in there. They had a surgery coming up in the first part of april and they just had an adjustment on their device on (B)(6). The hcp told them it could be because of the stones, so they were unsure if the adjustment helped or not. No further complications are anticipated.